Event description:
It was reported that during removal of the inner cannula for cleaning the pull tabs broke off. Event took place in the patient's home. Event reported as resolved; product was replaced.

Manufacturer narrative:
Other, other text: d4: UDI section, lot number, expiration date, and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only** .

Manufacturer narrative:
Other, other text: additional information is provided in g.1., and h.6. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; due to no product returned. A device history record (DHR) review cannot be performed because a lot number was not provided. For all enquiries or follow-up questions related to the record, do not use (B)(6).